Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was performing a plif at l3-l4. After opal cages were in and three out of the four screws were in, he attempted to tap and put a screw in the right l3 pedicle. He tapped with a 6.0 tap and attempted to insert a 6.0 x 45 mm cortical fix x-tab screw. Once the screw was a few millimeters from full depth, as observed by c-arm, the surgeon had trouble advancing the screw. He attempted to back the screw out with a t20 cannulated driver but he tip of the driver broke off in the screw interface. He then decided the screw was recessed enough and attempted to introduce the rod and lock in down. However, when he attempted to insert the set screw, the x-tab poly head popped off of the right l3 screw. The surgical tech handed another t20 driver to the surgeon and it would not back out the screw. At this point, the surgeon decided to open his percutaneous incision up further in order to access the screw head. I retrieve the synthes general removal set and the surgical tech loaded up the t20 tip. With this tip, surgeon successfully removed the screw. Once the screw was out, surgeon re-tapped the screw hole with a 7.0 tap and then attempted to put in a 7.0 x 45 mm cortical fix x-tab screw. He advanced the screw to the point that the quad lead threads reached the pedicle but the screw would not advance any further. After viewing the lateral and seeing the depth of the screw, I mentioned to the surgeon that the quad lead threads might be an issue. We removed this screw and put in a 6.0 x 50 mm cortical fix x-tab screw which he inserted to full depth. He said the screw felt firm and he was happy with it. He then inserted the rod and caps, locked everything down as usual and closed the patient and finished the case.

Manufacturer narrative:
(B)(4). An analysis was performed to investigate the failure of the viper2 t20 hexlobe driver (product code: 2867-25-020, lot number: ag2098237). Visual examination at the macroscopic level revealed a fracture located at the driver's distal tip. The fractured surface of the broken tip reveals plastic deformation at the hex-lobes and torsional shear markings following a circular pattern. The plastic deformation at the hex-lobes indicates a torsional overload. This suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending around the cannulation. The driver tip was not returned for analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the tip fracturing cannot be determined. However, fracture analysis of the returned part revealed plastic deformation at the hex-lobes and torsional shear markings following a circular pattern, which indicates fractured tip, underwent a quasi-static torsional shear failure while under cantilever forces. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.